Event description:
It was reported, the primary surgery was performed and the nail was implanted in the patient's left femur on (B)(6) 2024. On (B)(6) 2024, the nail fracture was found. Thus, the revision surgery will be performed on (B)(6) 2024.

Manufacturer narrative:
Correction - please refer to d9 - the device was not returned or evaluation. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. In the case presented a female patient, initially treated with above shown nail, was revised due to found nail breakage noticed on october 31, 2024 after an implant duration of approximately five months, which could be seen as a hint for insufficient bone healing. However, due to missing x-ray images and since no item was made available for evaluation a physical evaluation was impossible and neither a medical nor technical statement could be made. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported, the primary surgery was performed and the nail was implanted in the patient's left femur on (B)(6) 2024. On (B)(6) 2024, the nail fracture was found. Thus, the revision surgery will be performed on (B)(6) 2024.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.